Manufacturer narrative:
The device was discarded at the account. The device history record for the device was reviewed and no non-conformances were discovered. The needle and transfusion filter in the transfusion pack are not manufactured by stryker.

Event description:
It was reported that the tip of the needle from the transfusion filter broke off in the blood bag. None of the collected blood could be re-infused. The patient did not receive a blood transfusion from either a blood bank or pre-donated blood.